Manufacturer narrative:
Concomitant medical products: product ID 3093-28 lot# unknown serial# implanted: explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not sure if any more leads pulled out. There were no patient symptoms nor further complications reported at this time.